Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device) product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2019, the patient underwent tka surgery for oa with the unknown femoral component in question. During the surgery, the surgeon found that scratches or foreign materials were on the joint surface of the femoral component when he tried to implant them. The surgeon wiped the femoral component with a gauze, but he could not remove the foreign materials. The surgeon implanted the femoral component because he thought the foreign materials have no adverse effect to the patient. Because the foreign materials were not on the surface of the tibial joint, but on the surface of the suprapatellar joint, they would have little effect to the polyethylene insert. There was no surgical delay. If the foreign materials had adverse effect to the joint (like oa progression or the wear of the polyethylene knee tibial insert), a reoperation of the replacing would be considered. No further information is available.